Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure tubing was closed off at one end. The hospital staff used pressure-resistant tubes that they had on-site, and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #, PMA/510(k)#. / device evaluation: the pressure tubing was returned with blood on the exterior. The iab catheter was not returned for evaluation. A visual evaluation of the sample showed that the female luer was closed off. An attempt was made to prime the sample and flow could not be established. No issues were found with the male leur on the pressure tubing. The evaluation confirms the reported problem. The lot of this pressure tubing was identified that this product was manufactured prior to the corrective actions documented on 23-f-scar-2 and has implemented actions to address the root cause of pressure tubing leur being closed off from tubing for the failure reported complaints. Reference complaint (B)(4).